Event description:
The customer reported that the breaker circuit tripped during high exposures. No pt injury was reported.

Manufacturer narrative:
(B) (4). Results - breaker. The ge service rep replaced the 30a breaker. The system operates as intended.